Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, in (B)(6) 2013, the consumer started using o.b. Combination packs vaginally for menstruation (lot number 2922m7397, dose, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, while removing the tampon, the consumer noticed that the two sides of the loop were broken, completely detached and string fell off when tried to remove the tampon. This only happened with one tampon, and it was one of the "regular&apos;" sized. She further stated that, she was able to get the tampon out easily. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, in (B)(6) 2013, the consumer started using o.b. Combination packs vaginally for menstruation (lot number 2922m7397, dose, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, while removing the tampon, the consumer noticed that the two sides of the loop were broken, completely detached and string fell off when tried to remove the tampon. This only happened with one tampon, and it was one of the regular's; sized. She further stated that, she was able to get the tampon out easily. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the consumer provided a lot number with the complaint which was related to the o.b. Multipack ((B)(4)). However, in reviewing the complaint text it was determined that the consumer had a problem with the 'regular's; tampon contained within the multi pack. Sample was requested but was not returned as of (B)(6) 2013. Based on the information available, this device was used as intended for treatment. A review of the data associated with this complaint revealed no unfavorable trends. The analyst performed a manufacturing and packaging batch record review for the regular format included in batch record which revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. No anomalies were identified related to this complaint in retain sample inspection. Device met specifications. Based on the investigation results, and due to lack of a complaint sample and the absence of adverse trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, in (B)(6) 2013, the consumer started using o.b. Combination packs vaginally for menstruation (lot number 2922m7397, dose, frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2013, while removing the tampon, the consumer noticed that the two sides of the loop were broken, completely detached and string fell off when tried to remove the tampon. This only happened with one tampon, and it was one of the regular's; sized. She further stated that, she was able to get the tampon out easily. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the consumer provided a lot number with the complaint which was related to the o.b. Multipack ((B)(4)). However, in reviewing the complaint text it was determined that the consumer had a problem with the 'regular's; tampon contained within the multi pack. Sample was requested but was not returned as of (B)(6) 2013. Based on the information available, this device was used as intended for treatment. A review of the data associated with this complaint revealed no unfavorable trends. The analyst performed a manufacturing and packaging batch record review for the regular format included in batch record which revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. No anomalies were identified related to this complaint in retain sample inspection. Device met specifications. Based on the investigation results, and due to lack of a complaint sample and the absence of adverse trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. Quality investigation closed on (B)(6) 2013 indicated that the field samples returned by consumer on (B)(6) 2013 displayed string issues (non-reportable defect) but did not display a string break as reported by consumer. An investigation into the string issues has been initiated and complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.